Event description:
Pt underwent perfix mesh plug repair of recurrent right inguinal hernia at another facility. Had disabling chronic pain after surgery. Found on exploration and mesh removal. To have nerve entrapment by mesh of ilio-inguinal, ilio-hypigastric and genitofemoral nerves. In addition, pt had dense adhesion of vas deferens and inferior epigastric vessels to mesh plug.